Event description:
The customer reported error 133.6090. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of error 133.6090. Technical support assisted customer to identify problematic error location. Customer to interchange the serial I/o board assembly to isolate problem fault. Customer to repair/replace the serial I/o board assembly. A review of the device history record for sn (B)(6) was performed from 09/22/2012 to 08/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported error 133.6090. There was no reported patient involvement.